Manufacturer narrative:
The account stated that they swapped out the footboard, but the alleged problem remained. Technician asked the account to reseat the connections on the frame interface board and the p15 connection on the logic board. The account did so, but the alleged problem remained. Technician suggested that account swap out the logic board. The account replaced the logic board to resolve the alleged problem with the trendelenburg and reverse trendelenburg functions not working.

Event description:
The account alleged that the trendelenburg and reverse trendelenburg functions are not working. (B)(6) stated that there were no injuries and a pt was not in bed.